Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lost effective therapy. Physician noted that the lead placement was lower than needed for the patient's pain pattern. It is unknown if the lead migrated. The system was explanted. There were no complications during the procedure. Patient was stable.